Event description:
Spontaneous call from patient to report issues with both her pumps. The series number (B)(4) is asking for a code and serial number (B)(4) is not letting her press confirm to go forward in loading her cartridge. Patient was advise tog o to the hospital since she did not have a working pump, she was without medication for 1 hour. No adverse event reported. Did the patient have a backup device they were able to switch to? No. If not, what was the patient instructed to do in able to continue their infusion? To go to the hospital. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.